Event description:
It was reported that the preloaded intraocular lens (iol) cracked while inserting into patient's right eye. Only the cartridge tip made contact with the eye. Another j&j lens of same model and diopter was used as the replacement. The current patient status was unknown. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: following information was received from the patient label along with the product. Therefore, the following section has been updated accordingly: section a2: date of birth: (B)(6) 1952. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 13, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. A patient ID card, a dfu, and the handpiece tray were received as well. Visual inspection under magnification revealed that the handpiece was received with the complaint lens stuck inside of the cartridge tip. The cartridge tip was observed to be split with the lens sticking out of the crack. The lens was removed from the cartridge and cleaned, revealing that the lens was torn, including a tear on the haptic that did not sever it, and that the lens was damaged, in a way consistent with a lens that was folded inside of a cartridge. Conclusion: the reported complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.